Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument had grabbed tissue without surgeon input and would not release. The customer used an instrument release kit to remove the instrument, then installed a new instrument and confirmed the system functioned normally afterward. The procedure was completed using the same system configuration with no known impact or patient consequence was reported isi has received user facility report (B)(4) stating: cadiere forceps became latched inside of patient to their stomach and would not release. The team had to use emergency release tool to extract medical device.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was notified that the system was working properly and that the customer will be returning the instrument for evaluation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.